Manufacturer narrative:
The field service engineer found the cell blank needle was overfilling the cells and random droplets were going into other cells in use. He adjusted the cell blank level and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 result for two patient samples with the cobas 6000 c501 module. Patient 1: the initial result was 14.7 g/l. The repeated result from a partner laboratory was 21.8 g/l. Patient 2: the initial result was 15.3 g/l. The repeated result from a partner laboratory was 20.5 g/l. The questionable results were reported outside of the laboratory. The reagent lot number was 56089401 with an expiration date of 30-apr-2023.